Manufacturer narrative:
Date of event: exact date unknown, event occurred three months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7078730/7078560.

Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure. All device components were explanted and will not be returned.